Event description:
It was reported that a customer experienced an issue with the t: slim x2 pump not charging properly, requiring the patient to hold still to maintain the connection. There was no adverse impact to the customer¿s blood glucose level reported. Technical support advised using the current charging setup while sending a replacement tandem cable and wall adapter via two-day shipping, and they performed follow-up actions to ensure a resolution.